Event description:
Caller reported damage to tandem charging cable, which led to non-functional charging supplies. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.